Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a replace backup battery alarm noted on interrogation during a routine follow-up appointment in clinic. The patient denies hearing or seeing a visual alarm on the system controller. The vad coordinator verified that the external backup battery (ebb) was fully engaged with the ribbon connector. The ebb was replaced and no other alarms occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a back-up battery fault, for the returned system controller (sn: (B)(6)), was confirmed via log file analysis. The log file was submitted for review with events spanning approximately 6 days (23apr2020 ¿ 29apr2020 per timestamp). Back up battery not installed alarms were active on 29apr2020 at 11:48:49 and 11:52:44. These alarms were associated with an ebb circuit fault. Inspection of the downloaded log file from the returned system controller showed events spanning approximately 6 days (22may2020 ¿ 27may2020, 28aug2020 per timestamp). Events occurring on 28aug2020 took place during lab testing at abbott. Backup battery fault alarms were active due to a load test failure intermittently throughout the log file. These alarms occurred intermittently between 27may2020 at 09:25:38 to 12:05:06. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarms cleared shortly after activating and did not affect the pumps ability to operate as intended. There were no other notable alarms. Technical services stated that the backup battery should be changed out. If the alarms did not resolve the system controller should be changed out. The system controller underwent preliminary and functional testing and performed as intended. The reported event of backup battery fault alarms were unable to be reproduced during testing. The system controller was able to support pump function for an extended period of time with no issue. A root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial# (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. No further information was provided. The manufacturer is closing the file on this event.